Event description:
It was reported that when trying to put 4cc of liquid into the syringe, it flowed back towards the plunger. The event occurred during patient use. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: three lor syringes were returned for evaluation. Visual inspection identified no noticeable abnormalities in appearance. The syringe was filled with water and pressure was applied to it; however, no leakage from the plunger was observed. The reported event was not confirmed. Since the incident could not be reproduced, a clear cause could not be identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.